Event description:
Note: this report pertains to the third of five events that occurred during the same procedure. Refer to associated manufacturer reports 3005099803-2008-05021, 3005099803-2008-05022, 3005099803-2008-05025, and 3005099803-2008-05026 for descriptions of the other events. The physician attempted to complete the procedure with a third captiflex polypectomy snare. It seemed that only the tip of the snare was conducting electricity. The physician attempted to complete the procedure with a fourth captiflex polypectomy snare.

Manufacturer narrative:
According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot revealed no anomalies.